Manufacturer narrative:
This device is not marketed in the united states, but it is part of a family of products that are marketed in the united states. (B)(4).

Event description:
It was reported that after the t1 implant deployed the t2 implant released unintended immediately afterwards from the fast-fix 360 curved insertion device. The initial report indicates that no patient injury was associated with the alleged event and that it was unknown if there was a surgical delay.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the inserter. No ts or suture were returned. The actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Dimensional assessment of the needle found it to meet print specifications. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).